Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event (unknown date). The patient was treated with vancomycin injection (500mg daily, ongoing, route not reported) and ceftazidime injection (1g, intraperitoneal, daily, ongoing) for peritonitis. Five days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient recovered from the events. Pd therapy was ongoing. No additional information is available.